Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device never worked. The pump would not inflate after being pressed and potentially was the cause of the patient pain. Another manufacturer's device was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.